Manufacturer narrative:
Zoll has not received the autopulse li-ion battery for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
The crew reported that three fully charged autopulse li-ion batteries (sn (B)(4), (B)(4), (B)(4) did not power up the autopulse platform (sn 35303) during the rescue. The batteries were charged before using them with the autopulse platform. The status led of the autopulse multi-chemistry battery charger (mcc) showed a green light (ready), and the status leds of the batteries showed four solid green lights, indicating that the batteries were fully charged. Immediately the crew reverted to manual CPR and the second crew used their autopulse platform to perform automated CPR for the rest of the call. After the event, the customer tested the autopulse platform with the same batteries at the station, and the autopulse platform successfully powered up as intended. No consequences or impacts on the patient. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4). MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).